Manufacturer narrative:
The device was returned for evaluation and the engineering evaluation was performed. The 23mm commander delivery system was returned locked at default position. Full loader assembly remained over the flex shaft. There was no fine adjust and 20% of flex was used. Post procedural device photo was provided by the site for review and a balloon burst was observed in a radial and longitudinal tear. During evaluation the inflation balloon burst radial and longitudinal tear was observed with no missing pieces. The balloon material was bunching up at the crimp balloon area, possibly due to packaging. The flex tip had gouges present. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was able to be confirmed from through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, upon deployment the balloon ruptured. It was noted that patient had calcification present in the stj and in the leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The available information suggests that patient factors (calcification) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during a transfemoral right side tavr, a balloon rupture occurred.  As reported, CT showed a ring of calcium in the stj and substantial calcium on leaflets as well. Upon deployment the balloon ruptured. The valve was fully deployed with no pvl and no ai. The system was able to be withdrawn. The esheath inner sleeve was pulled inward. The balloon likely ruptured from the calcium. The balloon tear was linear, not circumferential. The balloon was examined and there did not appear to be any missing pieces. Photos of the balloon are available. The patient was stable with no neurological issues. The delivery system is available for return.